Event description:
Customer stated, "the pad was smoking/on fire." The product was returned for investigation. The customer did not claim any injury. The product was approx. 23 years old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. The cut was the reason for fire/smoke the user described. The wear and tear of the product with constant use for approx. 23 years probably caused the cut. The customer admitted to misusing the pad by laying on the product. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".